Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for altered mental status. They deteriorated on (B)(6) 2024 requiring intubation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted for altered mental status. The patient deteriorated on (B)(6) 2024 and required intubation. The event was not considered to be device related. Review of the submitted log files revealed no notable pump events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists other neurological events (not stroke-related) and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated the patient deteriorated on (B)(6) 2024 requiring intubation. Log files contained a few clusters of pulsatility index (pi) events as well as routine battery changeovers. The account indicated that the cause of altered mental status was likely multifactorial. It was noted that the patient stopped taking medications which included antipsychotics; however, the account further indicated that the cause of altered mental status was not related to antipsychotic medication. The event was not considered device related.